Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes were found contaminated with black foreign matter after opening them from the packaging. The following information was provided by the initial reporter: "2 x sterile 10ml syringes in one of the wards where on opening the syringe is contaminated with a black substance".

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes were found contaminated with black foreign matter after opening them from the packaging. The following information was provided by the initial reporter: "2 x sterile 10ml syringes in one of the wards where on opening the syringe is contaminated with a black substance. "

Manufacturer narrative:
H.6. Investigation: photo evaluation: seven (7) photos were returned or investigation. From the photo, observed foreign matter on the syringe products and inside syringe packaging. Sample evaluation: one sample in open packaging was returned for investigation. Observed loose black fm inside syringe and unit packaging. The loose black foreign matter was sent for fourier transform infrared spectroscopy (ftir) test to determine the type of foreign matter. The ftir results indicate the spectrum best match is a mixture of a polyester and other inorganic compounds. Polyester is a synthetic polymer and is widely used as plastic and thermoforming resins. Based on the ftir results, the spectrum the best match is a mixture of polyester other inorganic compounds. The black fm could have dropped onto the syringe during product handling and/or during machine troubleshooting. The assembly and molding machine were reviewed and there wasn't any presence of black polyester material at/near the station of the assembly and molding machine. The smock color for associate are dark and light blue, hence the black fm unlikely comes from the smock. Root cause not able to be established. A device history record review showed no non-conformance's associated with this issue during the production of this batch.